Event description:
It was reported that during a remote follow-up, episodes of diaphragmatic myopotential oversensing and episodes of variable pacing impedance were noted on the right ventricular (rv) channel. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual and x-ray examination of the lead did not reveal any anomalies except for damages consistent with procedural damage and electrical testing did not find any indication of conductor fractures or internal shorts.